Event description:
Reportable based on device analysis completed on 24mar2023. It was reported that visualization issues occurred. The 90% stenosed, 4.00 x 8mm target lesion was located in the moderately tortuous and severely calcified right coronary artery vessel. An opticross hd catheter was advanced for ultrasound examination of the target lesion, but during procedure the image was not clear. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable. However, device analysis revealed imaging window and sheath detachment.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Visual and microscopic inspection revealed the sheath detached, the imaging core twisted on the section where the sheath is detached, and the imaging widow detached in the lapjoint section. The imaging window was not returned for analysis. The catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at the distal wave form.